Manufacturer narrative:
Multiple attempts to gain additional information made to no avail, the manufacturing records for the, onxace 25 sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review was performed on the available information. Onxace 25 sn (B)(4) was implanted on (B)(6) 2014 in aortic position of a (B)(6) year old male patient. Patient reported a (self-described) stroke occurred in (B)(6) 2017 (approximately 3 years post-implant) while talking with his general physician who then increased his anticoagulation dosage. However, there are no corroborating test or evaluation reports from any health care professional. The patient admits that his inr (international nomalized ratio) was low, which he was checking weekly. The physician suggested that the patient report the event to the manufacturer. At a follow-up interview with the patient on (B)(6) 2017, the patient reports that following the changes in his medication he has been perfectly fine. The symptoms described by the patient are consistent with a transient ischemic attack (tia). The cause of a tia can be difficult to determine because the symptoms share characteristics with other non-cardiac diagnoses. However, by admitting to a chronically low inr and an adjustment to his anticoagulation dosage by the physician, a tia due to a thromboembolic (te) event is likely. The adjustment to his anticoagulation therapy seems to have returned the patient to normal function with no residual adverse effects. Thromboembolism is a recognized potential complication associated with prosthetic mechanical heart valves instructions for use (IFU). Historically, te is reported to occur in rigid (i.e. Mechanical) valves at a rate of 3% per patient-year. Tia is a consequence of chronically inadequate anticoagulation therapy. No further action is warranted at this time. By having a chronically low inr and an adjustment to his anticoagulation therapy producing positive results, a tia due to te event appears to be the root cause. In abundance of caution, a review of manufacturing records indicates that the valve was built per specification and no information was discovered that could lead to the reported event. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred with the product.

Event description:
"Patient contacted manufacturer to report that he had a stroke in (B)(6) 2017. Patient reported that he was checking his medication weekly and knew that he had a low inr. The stroke was caught early." Further contact was made with patient on (B)(6) 2017: patient is doing fine, doctor altered his medication (details unknown; however, he does know his coumadin dosage increased), and since then no additional problem have been noted.

Manufacturer narrative:
This investigation is currently ongoing."any additional information will be provided in the follow-up report."

Event description:
"Patient contacted manufacturer to report that he had a stroke in (B)(6) 2017. Patient reported that he was checking his medication weekly and knew that he had a low inr. The stroke was caught early." Via contact with patient. Further contact was made with patient on (B)(6) 2017: patient is doing fine, doctor altered his medication (details unknown; however, he does know his coumadin dosage increased), and since then no additional problem have been noted.